Event description:
B.braun IV pumps, the front bezel is cracking on some of the pumps. At this point, b.braun is sending in technicians soon to replace all bezels on all pumps. However, I am concerned whether this is a permanent fix as the cable that goes to the door/bezel assembly seems to be a bit stiff and will cause flexion on any plastic pieces that could ever be installed. (B)(4), as you can note the small cracks in the bezel and the bow we note in the construction of the 400 es pumps.